Event description:
On(B)(6) 2025, a patient underwent a port placement procedure using an x-port isp, the catheter allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b3, b5, g3, h1, h6 (patient, device, method) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
An x-port isp was placed for total parenteral nutrition (tpn) in a 78-year-old male patient on (B)(6) 2019, by dr. (B)(6), a urologist. The port was inserted at the left subclavian landmark without ultrasound guidance, using anatomical landmarks. The port itself was not fixed at the time of placement. On (B)(6) 2025, during a flushing procedure subcutaneous leakage was observed. A CT scan performed the next day confirmed a catheter rupture. The port was scheduled for removal and was retrieved on (B)(6) 2025. However, 15¿20 cm of the catheter remains in the right atrium, and a cardiology consultation is currently underway to determine the appropriate retrieval method. The rupture is believed to be caused by pinch-off syndrome, as the catheter may have been placed at an acute angle or subjected to compression. The leak involved saline extravasation during flushing. The rupture was complete, and the break was identified through visible leakage and imaging confirmation. The device was inserted medial to the border of the first rib, and no ultrasound guidance was used during placement. The current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation, leak and identified deformation and naturally worn issues. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
An x-port isp was placed for total parenteral nutrition (tpn) in a 78-year-old male patient on (B)(6) 2019, by dr. (B)(6), a urologist. The port was inserted at the left subclavian landmark without ultrasound guidance, using anatomical landmarks. The port itself was not fixed at the time of placement. After five years, three months and twenty-seven days on (B)(6) 2025, during a flushing procedure subcutaneous leakage was observed. A CT scan performed the next day confirmed a catheter rupture. The port was scheduled for removal and was retrieved on (B)(6) 2025. However, 15¿20 cm of the catheter remains in the right atrium, and a cardiology consultation is currently underway to determine the appropriate retrieval method. The rupture is believed to be caused by pinch-off syndrome, as the catheter may have been placed at an acute angle or subjected to compression. The leak involved saline extravasation during flushing. The rupture was complete, and the break was identified through visible leakage and imaging confirmation. The device was inserted medial to the border of the first rib, and no ultrasound guidance was used during placement. The current status of patient is unknown.